Event description:
A caller reported experiencing a cartridge alarm with a tandem mobi pump while it was in use, specifically cartridge alarm 34. The incident did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer successfully resolved the issue independently by changing the cartridge and was able to resume insulin therapy. The situation was only reported to technical support for documentation purposes, and no further action was necessary.